Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 24 fractured. Construction was a bridge placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis could not be done as there was no product provided for evaluation. Implant fracture remains in situ.

Event description:
Implant fracture.